Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19572. Note the patient received two leads from the same lot number as part of the scs system. It was reported, the patient's scs system was explanted. The patient experienced pain all over and the patient believed the system caused fibromyalgia. The pain persists after the explant procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.